Manufacturer narrative:
H6: investigation conclusions were corrected. D1002 is the only conclusion code.

Manufacturer narrative:
H6: investigation findings and conclusions were updated to reflect the results of investigation. Phr: a review of the manufacturing records indicated the device met pre-release specifications. Imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: two radiographic jpeg images provided for evaluation. No name, date, or demographics on the images. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) Cannot provide diameter or length measurements with jpeg images. Cannot evaluate angiogram images for thrombus and calcium. Jpeg #1 shows: angiogram image shows a tambe device is deployed with stents treating the visceral vessels. Per the description summary, the leg that was to extend into the right common iliac artery(rci)/right external iliac artery (reia) was not placed on this initial implantation procedure. Plan included to coil embolize the right internal iliac artery first and then implanting devices extending into the reia 2 weeks later. The above image shows contrast in the aneurysm sac due to this extended treatment plan. Thereby, not showing a deficiency in devices or functional performance. Cannot confirm occlusion or partial occlusion or embolic events with jpeg #1 image. Jpeg #2 shows: image shows the implanted tambe component and stents in the visceral vessels. Cannot confirm endoleaks without contrast. Cannot confirm occlusion or partial occlusion or embolic events with non-contrast images. Cannot provide thrombus evaluation without cta dicom imaging.

Manufacturer narrative:
As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #bxb067902j, serial #(B)(6), UDI (B)(4). Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for pararenal abdominal aortic aneurysm using gore® excluder® thoracoabdominal branch endoprosthesis (tambe). The used devices other than tambe are listed below: - gore® viabahn® vbx balloon expandable endoprosthesis: 6 components in total. - gore® excluder® aaa endoprosthesis: one contralateral leg. - gore® excluder® iliac branch endoprosthesis (ibe): one iliac branch component. - gore® dryseal flex introducer sheath (dsf). - gore® tri lumen catheter. - gore® molding & occlusion balloon catheter. During the procedure, insertion of a 22fr dsf via the left femoral artery was attempted but was difficult to advance due to calcification. The sheath was exchanged for a 16fr dsf, but similar resistance was encountered. After guidewire exchange, both 16fr and 22fr dfss were advanced with resistance but successfully inserted. While positioning the aortic component, wire wrap occurred and was resolved by rotating the guidewire 360 degrees. The aortic component was deployed without issue. Cannulation of the left renal artery was challenging, but after guidewire exchange, the branch component was successfully placed. Blood flow to the branches was confirmed to be intact, and no proximal type I endoleak was observed. The contralateral leg component was successfully placed on the left side, though a minor distal type I endoleak remained. No additional intervention was performed, and the it was left for monitoring. On the right side, the procedure was completed without device placement, with a plan to embolize the internal iliac artery and land in the external iliac artery two weeks later. After surgical closure, there was no limb ischemia, and urination was normal. On the same day as the procedure, the patient complained of abdominal distension, and contrast-enhanced CT was performed. Embolization of renal arteries, superior mesenteric artery and lower extremities due to blood clot scattering was found. The patient developed renal dysfunction. Reportedly, the patient had multiple mural thrombi in the thoracic descending aorta. Intraoperative angiography showed good blood flow in all abdominal branches. On an unknown date, the patient started dialysis and received open surgery to partially resect the intestine. At the time of this report, the patient was doing well and the second stage procedure was scheduled for (B)(6) 2025.